Event description:
It was reported that the patient experienced multiple inappropriate shocks. It was noted that the right ventricular (rv) lead was twiddled. Chest x-ray confirmed the lead dislodgment. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received indicates that the patient presented to the emergency room due to discomfort caused by multiple inappropriate shocks.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome and inappropriate shock. As received, a complete lead was returned with the helix extended and clogged with blood/tissue for analysis. Final analysis didn¿t find any anomalies.